Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) as it displayed high out of range shock impedance measurement and noisy signals. Electrocautery was noted at the same time of the alert detection. This device remains in service. No adverse patient effects were reported.